Event description:
The customer stated that, he tested his blood glucose and received a reading of 154 mg/dl. He suffers from other health issues and was not feeling well, so he called the ambulance. Paramedics arrived 15-20 minutes later and tested his blood glucose at 350 mg/dl. The customer was taken to the hospital. They tested his blood glucose and told him it was very high. He was not sure what he was treated with, though it was probably glucose. Control solution was to be sent to the customer to continue troubleshooting, so no product will be returned at this time.